Manufacturer narrative:
The field service representative reported that the cause of the cot tip was that a combative patient strapped to the cot grabbed a door prior to being loaded into the ambulance and pulled the cot over onto himself.

Event description:
It was reported by service report that the cot fell over. It was reported there was a combative patient strapped to the cot. The patient grabbed a door prior to being loaded and pulled the cot over onto himself. There was patient involvement; however, no adverse consequences are reported.